Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) has no sound. The customer stated they called in to tech support and was told to use headphones to try to hear the sounds. While speaking to tech support, the customer was asked to try uninstalling the ports in device manager and to reinstall by power cycling the cns. Customer stated he would call back to see if that would fix the issue. The customer's complaint was not resolved at the time they contacted nka. Nka attempted to contact the customer but the customer did not respond. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reports that the cns (central monitoring system) has no sound. The customer stated they called in to tech support and was told to use headphones to try to hear the sounds. While speaking to tech support, the customer was asked to try uninstalling the ports in device manager and to reinstall by power cycling the cns. Customer stated he would call back to see if that would fix the issue. A voicemail was left with the customer on (B)(6) 2016 requesting additional information. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) has no sound.